Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number.   Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A scrub technician reported that following implantation of an intraocular lens (iol) the surgeon noticed the plastic shavings came out of the cartridge. Surgeon used irrigation / aspiration and removed the plastic shavings from the during the same surgery. The patient was not hospitalized for the event and there was no patient harm.